Event description:
A radiolucent base unit was involved in an incident during surgery and was described as follows: "at the end of the surgery when the surgeon was about to saw back the dura matter they heard a strange noise. The base unit was broken; the part which slides on the bar broke without any pressure. The nurse noticed that there is bubble in the carbon in the break part." There was a significant increase in the surgery - approximately 1 hour. The patient was not injured and there was no death involved. Additional clinical information has been requested.

Manufacturer narrative:
Integra engineers completed a thorough investigation of this device and observed the following: the yoke received was broken into two pieces. A fracture like, this could happen by overtightening the 'locking screw', as evidenced by the way the device was broken. "The device was broken at the site of the corner." Only the yoke was received - the base unit was missing, root cause is related to use error. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. See scanned page.